Event description:
It was reported that the pipeline embolization device implantation for a medium-sized aneurysm at the ophthalmic artery segment was performed with the subject stent device and other associated devices (pipeline stent and microcatheter). Post-deployment angiography revealed proximal stent retraction; subtraction angiography confirmed that the proximal stent had retracted to the aneurysm neck ostium, with only half of the ostium covered by the stent¿s proximal end. Intravascular measurement showed the stent length to be merely 12 mm. The chief surgeon indicated a potential product quality issue with the subject device deployed in a vessel with an average diameter of 4.06 mm should have elongated to approximately 22 mm, yet the actual deployed length was only about 12 mm with severe retraction. Therefore, another pipeline stent was selected for bridging implantation. It was delivered smoothly to the target position through the original microcatheter and deployed starting at the proximal one-third of the first stent, successfully covering the entire aneurysm neck ostium with its proximal end positioned at the cavernous sinus segment. Immediate aneurysm stasis was confirmed on post-procedure angiography, and the intraoperative computed tomography CT scan showed no abnormalities, concluding the procedure successfully.

Event description:
It was reported that the pipeline embolization device implantation for a medium-sized aneurysm at the ophthalmic artery segment was performed with the subject stent device and other associated devices (pipeline stent and microcatheter). Post-deployment angiography revealed proximal stent retraction; subtraction angiography confirmed that the proximal stent had retracted to the aneurysm neck ostium, with only half of the ostium covered by the stent¿s proximal end. Intravascular measurement showed the stent length to be merely 12 mm. The chief surgeon indicated a potential product quality issue with the subject device deployed in a vessel with an average diameter of 4.06 mm should have elongated to approximately 22 mm, yet the actual deployed length was only about 12 mm with severe retraction. Therefore, another pipeline stent was selected for bridging implantation. It was delivered smoothly to the target position through the original microcatheter and deployed starting at the proximal one-third of the first stent, successfully covering the entire aneurysm neck ostium with its proximal end positioned at the cavernous sinus segment. Immediate aneurysm stasis was confirmed on post-procedure angiography, and the intraoperative computed tomography CT scan showed no abnormalities, concluding the procedure successfully.

Manufacturer narrative:
D4. Expiration date ¿ added. D4. Gtin- added. D9. Product available to stryker / returned to manufacturer on ¿ updated. H3. Device evaluated by mfg ¿updated. H4. Manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the sdw-stent delivery wire (subject device) was slightly kinked/bent at the distal end. The introducer sheath was inspected and no anomaly was noted. The stent was not returned as it was implanted in the patient. The functional test was not performed as the stent was not returned for analysis. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the surpass evolve stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿post-deployment angiography revealed proximal stent retraction; subtraction angiography confirmed that the proximal stent had retracted to the aneurysm neck ostium, with only half of the ostium covered by the stent¿s proximal end. Intravascular measurement showed the stent length to be merely 12 mm. The chief surgeon indicated a potential product quality issue with the stent: the subject stent device deployed in a vessel with an average diameter of 4.06 mm should have elongated to approximately 22 mm, yet the actual deployed length was only about 12 mm with severe retraction. Therefore, a 4.5×15 evolve pipeline stent was selected for bridging implantation¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The operator felt tip of the subject stent device had something wrong and had a quality issue which make it not able to be opened. The tip was like taper shaped. Access was through femoral. There was no resistance encountered during navigation of the subject stent device to the target lesion. Product analysis found the sdw was slightly kinked/bent at the distal end. The introducer sheath was inspected and no anomaly was noted. The stent was not returned as it was implanted in the patient. As the stent was not returned and in order to establish the size of the subject stent device that the complaint was reported for, the sdw dpa assembly-to-proximal marker distance (dim c) was measured and it was confirmed the subject stent device deployed was the correct 4.5mm x 17mm. It is unclear if the issue was with the subject stent device or a pipeline 4.5mm x 17mm stent as the event description states ¿the required coverage length was measured at 21 mm, thus a 4.5×17 pipeline stent was selected¿ and then it states ¿the chief surgeon indicated a potential product quality issue with the stent: a subject stent device deployed in a vessel with an average diameter of 4.06 mm should have elongated to approximately 22 mm, yet the actual deployed length was only about 12 mm with severe retraction¿. If a subject stent device was selected for a vessel with an average diameter of 4.06mm, then it was the correct size allowing for foreshortening. However, according to the event description, the deployed length was 12mm which would be significantly shorter than the labelled length. It should be noted a braided stent cannot deploy to a length shorter than the labelled length. Braided stents can be "packed" or compressed axially depending on how much force the physician was using to deploy it. It would require an active and constant compression force at both ends. The size of the vessel "after" deployment was not provided. If the subject stent device was the correct size and was "packed" the vessel size should have grown in diameter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deformed¿. An assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient medical or surgical intervention required¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the as analyzed 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.